Manufacturer narrative:
(B)(4). The device pertaining this event was not returned, however, the lens was received and evaluated. The lens was returned in liquid and a haptic was torn off with a piece of the optic and missing. Evaluation method: lot order search. Results: a lot order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, lot order and the evaluation of the product received, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the cartridge felt tight after loading the cc4204a collamer single piece lens and the rear haptic was torn as it advanced in the cartridge. No patient injury reported.